Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 212mg/dl and 557 mg/dl and was treated with manual shot. The customer reported that the insulin pump was getting no delivery when blousing. Customer stated the insulin exited. The customer declined further troubleshooting. The device will not be returned for analysis.